Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the refrigerator door opened, but the bin did not slide out and appeared to be physically stuck. Customer stated that this malfunction occurred while dispensing the medication and the customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, a field service engineer (fse) determined that the issue occurred because the customer was attempting to access a bin that was not loaded with medication; no problems were found with the refrigerator. The system functioned as intended after the field service engineer investigated the issue.